Manufacturer narrative:
Approximate age of device ¿ 67 days. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transfused with 2 units of packed red blood cells on (B)(6) 2017 in response to a drop in hemoglobin to 6.1 g/dl. On (B)(6) 2017 octreotide was started per gastrointestinal (gi) physician¿s recommendations for gastrointestinal bleeding. At the time of the event, the patient's anti-coagulation regimen included warfarin. The site of bleeding was unknown. A resolved/recovered date of (B)(6)2017 was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.